Event description:
The subject was not resuscitated. Date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered.